Event description:
Customer was reporting sensor issues and stated she was unable to clear the alarm. None of the buttons on the insulin pump were responding. Customer's blood glucose was 77 mg/dl. Customer reported the insulin pump went into threshold suspend and she couldn't get the buttons to work. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Sensor reading was o52 mg/dl. Customer declined replacement device and stated she will monitor the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.